Event description:
It was reported that the patient was transplanted. It was said that during the procedure the red heart hazard alarm was heard but not logged on the system controller or the event log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.